Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The weekly pace lead impedance trend data shows increasing and varying impedance for max a pace from 632 to 1008 ohms peak between (B)(6) 2009 and (B)(6) 2010.

Event description:
It was reported that the lead exhibited a rise in impedance, and a small increase in threshold. The lead is still in use. No patient complications have been reported as a result of this event.